Event description:
It was reported that the patient present for follow up after inappropriate shock and anti-tachycardia pacing (atp) were delivered by the implantable cardioverter defibrillator. Inappropriate therapy was the result of supraventricular tachycardia (svt) and morphology scores. Programming changes were made. The patient was stable.